Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 190314. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, picture samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, a clog was observed within the needle, which appears to most likely consist of epoxy; the adhesive material used to join the cannula to the hub component. This can occur if the cannula is not correctly positioned onto the hub. Our machine operator visually inspects the product for signs of clogging. Based on the current quality controls in place, we believe this was an isolated incident with an unlikely recurrence.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during use. The needle was visually examined with nothing found, but microscopic examination showed the hub/cannula to be obstructed. A manual flow test was performed, with pressure applied to the syringe, but only "one drop of water" came out. The following information was provided by the initial reporter: "the customer reported the injection needle was blocked. The customer returned one 21 ga injection w/guard. The returned needle was visually examined with and without magnification. Visual examination of the returned needle appears typical. However, microscopic examination revealed the hub/cannula appears to be obstructed to a lab inventory needle." "A manual flow test was performed on the returned injection needle by connecting a lab inventory syringe to the hub of the returned needle .with pressure applied to the syringe, only one drop of water exited the tip of the returned needle. The same test was performed on a lab inventory injection needle with water exiting the tip with no issues."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during use. The needle was visually examined with nothing found, but microscopic examination showed the hub/cannula to be obstructed. A manual flow test was performed, with pressure applied to the syringe, but only "one drop of water" came out. The following information was provided by the initial reporter: "the customer reported the injection needle was blocked. The customer returned one 21 ga injection w/guard. The returned needle was visually examined with and without magnification. Visual examination of the returned needle appears typical. However, microscopic examination revealed the hub/cannula appears to be obstructed to a lab inventory needle." "A manual flow test was performed on the returned injection needle by connecting a lab inventory syringe to the hub of the returned needle .with pressure applied to the syringe, only one drop of water exited the tip of the returned needle. The same test was performed on a lab inventory injection needle with water exiting the tip with no issues."